Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information received, it was reported that during a shoulder scope the vapr tripolar90 suction electrode had a stain on the tip. Two devices were received and evaluated in juarez laboratory. Sings of activation on the devices can be observed. It was identified that the cable and the suction tube were cut. In addition, another seven devices were received without the original packaging, they appeared to be unused. The devices were sent to manufacturer for further evaluation. The vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection of the third device revealed that the active tip suction port is discolored from the welding process and epotek visible on surface. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. A total of nine devices were received for investigation. None of the devices were received in the original packaging or gave the appearance of being used. The investigation confirmed that all nine devices had some degree of staining/marking on the tips. This included staining from the welding process, mechanical marks, unknown black staining, epotek and an unknown substance. A visual inspection of the returned devices confirmed the reported complaint. The stained/markings appearance of the tip observed during the investigation, a CAPA has been initiated to investigate this issue in an effort to determine root cause and identify corrective actions. With regards to the epotek visible on the tip surface a CAPA investigation was created and a non-conformity was initiated to supplier evaluated the complaint product. The investigation of a customer complaint involving brown discoloration of gyrus electrodes concluded t that the electrode discoloration which is related to residues of epotek 353nd will have no impact on patient safety, given the demonstrated biocompatibility of cured epotek resin. As part of ¿justification for biocompatibility of mitek electrodes¿ confirming all materials and substances used in the production of the electrode are biocompatible and doesn't represent a deviation from the approved manufacturing process. The manufacturer is evaluating the corrective actions to eliminate this cosmetic characteristic. At this point in time, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep that during a shoulder scope procedure on (B)(6) 2021, it was observed that the vapr tripolar90 suction electrode device had a stain on the tip. During in-house engineering evaluation, it was observed that active tip suction port was discolored from the welding process and had epotek visible on its surface. Another device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.